Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The bands deployed but did not remain on the tissue. Was the device expiry date checked prior to use of the device? Yes- within expiry date. Expires only 2026- 10-22. Was the device stored in its original packaging? Yes. Please describe the storage conditions especially pertaining to temperature and light exposure. Stored in theatre pharmacy/stock room. Temperature controlled/no direct sunlight. Was the device tested prior to due by deploying a band? No if not with the ligator in question, how was the procedure finished? A second cook ligator was opened to perform the procedure. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Second device used during same procedure- no second procedure required. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No